Event description:
It was reported by the customer's mother that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 330 mg/dl. Customer stated that she was able to rewind the pump. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. Unable to confirm motor error due to prime anomaly. Motor passes motor test. Insulin pump has cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.